Manufacturer narrative:
No devices were returned to pioneer surgical technology to be reviewed. The distributor who was present at this surgery reported that the surgeon contoured these rods to extreme kyphotic and lordotic angles based on the patient's condition and that he did this using the insitu benders. These benders were returned and they have deep wear marks on them. The rod bender that is supplied with the set is designed for these types of contouring and the insitu benders, according to the surgical technique, are defined as " used for small corrections in rod contouring". According to the distributor this surgeon used these insitu benders for all contouring in this surgery. Also there is a caution statement in the surgical technique for this system that cautions the user to "avoid creating a sharp bend or reversing a contour in the rod". This most likely caused the rods to break during implantation. Devices were disposed of at the hospital

Event description:
While contouring two spinal rods in a posterior fusion case, the rods broke. Because of the patient's kyphosis and lordosis conditions, the rods were being aggressively contoured. Two more rods were used and surgery was completed successfully.